Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ concomitant medical products ¿ biomet cruciate tray; vanguard anterior stabilized bearing; series a patella this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-05061 / 1825034-2016-05062).

Event description:
Patient experienced pain, clicking, catching, snapping/popping and numbness approximately 12 months post left total knee arthroplasty. A knee exam showed loosening of the femoral component and small effusion. No revision has been reported to date.